Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, popliteal artery, the supera stent was felt to be deployed in the lesion following the instruction for use (IFU) steps; however, a step may have been missed. It was noted that when the delivery system was removed the stent implant was protruding from the sheath. The stent implant was removed from the patient using artery forceps. A second unspecified stent was used to treat the lesion without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty and stent elongation could not be confirmed as the stent was already deployed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot showed no other incidents. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the supera instruction for use (IFU) states: under strict fluoroscopy, confirm that the proximal end of the supera self-expanding nitinol stent has emerged from the outer sheath (5) and is released. Additionally, the IFU instructs, using fluoroscopy, withdraw the sds over the guide wire through the introducer sheath and out of the body. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.